Event description:
It was reported during surgery, the unit does not properly mesh. There was no patient harm. There was no medical intervention required. The graft was not damaged, and an additional skin graft was not required to complete the surgery. There was no surgical delay. Another device was used to complete the surgery. Due diligence is complete, there is no additional information.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign: japan.

Event description:
There is no additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record identified the technician tested the device and found no related findings/repairs to the reported event as there was no problem found with the device. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.